Manufacturer narrative:
Poor suction application to the patient with continued eye movement throughout treatment. Safety margins within the lens of 1mm posterior and anterior to the fragmentation were in place. Patient movement can contribute to posterior tears. No further clinical follow up.

Event description:
P1008 - posterior radial tear - issue: on 01/25/2024, while (B)(6) was onsite, dr. (B)(6) reported that during procedure ID # (B)(6) after removing capsular button and starting phaco treatment, he noted a posterior tear. Site is requesting review of the procedure.